Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was not delivering insulin. Reportedly, the patient was experiencing high blood glucose (bg) levels with no reported values, signs or symptoms indicated, which does not meet the animas criteria of an adverse event. There was no additional information available for the complaint. This complaint is being reported because the reported issue could not be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.